Event description:
The facility reports the resident was being transferred from the bed to the water closet. The caregiver was trying to reposition the resident while the resident was up in the sling, when the upper sling clip became disconnected from the lift arm, causing the resident to fall to the floor. The resident suffered a laceration to the head, which required sutures.